Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had her hip replaced by dr. (B)(6) on (B)(6) 2021 at (B)(6). According to dr. (B)(6) this patient began to experience pain, swelling, and drainage at the wound site and came into the ER at (B)(6) for further evaluation. It was decided that the implant would under go an immediate I&d with removal of implants. At this time I do not have record of labs or pathogens. Doi: (B)(6) 2021, dor: (B)(6) 2022, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history review : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.